Event description:
During an atrial fibrillation ablation (afib) procedure, an effusion occurred, and the patient expired. The patient was brought to the ep lab for an afib ablation and was in right atrial flutter. Ablation of the right atrial flutter was decided to be performed before proceeding with ablation. After starting ablation, the steering mechanism of the sheath did not function properly; the procedure continued without exchanging the sheath. Subsequently after flutter ablation was completed, the patient became hypotensive, and the patient was found to be in pulseless electrical activity (pea). Cardiopulmonary resuscitation was started, and a pericardiocentesis was performed due to the effusion that had formed. The patient stabilized and the afib ablation was not performed. However, the patient expired later that night. The patient had a very thin walled right atrium. When ablation came on with very little force, the perforation occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. A ¿check baseline¿ error was displayed for the duration of the log files. In addition, a manual reset was only performed outside the patient, prior to insertion, based on the deformable body thermocouple (tc2) temperature at the time of the manual reset. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ due to the ¿check baseline¿ error, the accuracy of the forces displayed in the log files cannot be determined. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the effusion and subsequent death remains unknown.